Event description:
Two devices (part #: cev605g) were returned to mxi service and repair.

Manufacturer narrative:
(B)(6). The sleeves were damaged. There was most likely excessive contact with trocar, which raised the sleeve end. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in france. This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).